Manufacturer narrative:
An internal investigation was performed for discrepant avidity index results for two female pregnant patient samples in association with the vidas® cmv igg avidity ii assay (lot 1006943080). A review of quality records showed there was no CAPA nor non-conformity linked to the customer's issue on vidas cmv igg avidity ii lot 1006943080. There was no anomaly during the manufacturing , control and packaging processes on vidas cmv igg avidity ii. For vidas cmv igg avidity ii lot 1006943080, no other similar complaint was registered . A study of internal control charts with four 4 internal sera on seven lots of vidas cmv igg avidity ii (including customer's lot) showed all results were within specifications, and the customer's lot was in the trend of the other lots. Return samples from the customer site were not available. Testing was performed with six internal samples (two with igg titers close to patient results, and one low and three high avidity expected results) and three fresh sera from blood donors samples (from efs "etablissement français du sang") characterized as positives in cmv igg (ast primary infection). All samples were tested with vidas cmv igg avidity ii lot 1006943080. Tests results on vidas pc and vidas 3: cmv u33 :0.92 and 0.89 (target : 0.91 ; ranges [0.81-1.01] ), cmv u34 : 0.92 and 0.84 (target : 0.89 ; ranges [0.79-0.99] ), cmv u36 : 0.93 and 0.90 (target : 0.92 ; ranges [0.82-1.02] ), and cmv u38: 0.24 and 0.23 (target : 0.19 ; ranges [0.12-0.26] ). All results are within expected specification for vidas cmv igg avidity ii, lot 1006943080. There was no evolution since batch release. The customer's results were not reproduced. Performance of vidas cmv igg avidity ii lot 1006943080 is within expected specifications.

Event description:
A customer in (B)(6) reported discrepant avidity index results for two female pregnant patient samples in association with the vidas® cmv igg avidity ii assay (lot 1006943080). The customer stated they were concerned when obtaining avidity index values higher than 1.0 when differences between rfv with and without urea were more than 200. The results were: patient 1 (#(B)(6)): vidas pc initial test - 1.09, vidas pc repeat test - 1.09, vidas 3 - 1.32, (B)(6) in vidas and architect ((B)(6) was (B)(6) one year ago), (B)(6) high. Patient 2 (#(B)(6)): vidas pc initial test- 1.04, vidas pc repeat test - 1.15, vidas 3 - 1.12, (B)(6) in vidas and architect, (B)(6) in vidas and equivocal in architect (to be confirmed). The customer stated there was a delay of four (4) days for reporting results. The customer reported there was no impact to patient results or treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.